Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 150 mcg/day) via an implantable pump. The indication for use was cerebral palsy and intractable spasticity. On (B)(6) 2016 it was reported that the patients mom reported hearing a pump alarm. Telemetry had not yet been performed. No patient symptoms were reported. Additional information was received on 14-nov-2016 from a company representative and it was reported that the alarm was the low reservoir alarm. The patient was supposed to be at the office on the day the pump alarmed, but they didnt show up. The physicians office called in a prescription for (B)(6) and the pump was being refilled today. The patient was not showing any withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.